Manufacturer narrative:
The product was returned for analysis. Iol(intraocular lens) returned positioned correctly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. There is some loose fibers & particulate on the optic. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, posterior capsule not stable after implantation. Lens was explanted in initial procedure. The procedure was completed with another lens. There was no patient harm. Additional information was requested and received stating due weak zonule posterior capsule not stable after implantation.